Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/-2,5; cat # 6570-0-436; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: right hip. Head and liner swap. Patient presented with an infection in the hip. Surgeon removed the head and liner, and extensively washed out the wound, replacing the components with identical new ones (1:1 replacement). All other components left in situ. No complaints filed against the components themselves, and no further information available at this time.